Event description:
As reported, a pt's PICC line was reported as "broken." Device has been replaced on (B)(6) 2013. Pt was at home on (B)(6) and claims that the line "got caught on something and snapped in half." The PICC nurse did not think that was possible and that the line visually appeared to have been cut. The PICC nurse said that the pt has cut her lines in the past. The line was not sutured in. The line was removed and replaced with a different PICC. There were no complications to the pt. The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
Although the used device has been returned to navilyst medical, the device eval has not yet been concluded and the investigation is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).